Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what procedure was being performed?: lar was surgery delayed due to the reported event? : little bit, but not any patients complication. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lower anterior resection procedure on (B)(6) 2020 and suture was used. During the procedure, the suture tore when tying. A new box was opened to finish. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 2/4/2021   additional information: d9, h4, g1: manufacturer site postal code, h6, h6 component code: g07002 - no device problem found h3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2021-00061, 2210968-2021-00062, 2210968-2021-00063, 2210968-2021-00064, 2210968-2021-00065, and 2210968-2021-00066. Analysis results have been included in follow-up reports for each. An opened box with six unopened samples of product were received for evaluation. During the visual inspection of six unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damages or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-000824070 date sent to the FDA: 2/4/2021   corrected information: g1: manufacturer site addr. Street line 1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.